Event description:
The customer reports observation of discordant elevated atellica im high-sensitivity troponin I (tnih) results for one patient sample which were discordant relative to alternate-method testing. An initial elevated atellica im tnih result was obtained. Per customer protocol, the same sample was re-tested on the atellica im analyzer; similarly-elevated tnih results were obtained. The sample was also tested using an alternate-method test, which produced a much lower result. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance. The customer has reported this observation of discordance retrospectively. Customers in australia are required to report discordant results to their competent authority (tga) and notify the manufacturer; this may be done retrospectively in a summary manner. The customer has declined to provide any additional information regarding patient diagnosis or treatment, and ultimate determinations regarding result indications. The customer also declined to provide any complaint materials and patient samples for siemens investigation.

Manufacturer narrative:
This incident occurred outside the us. The customer has reported these observations of discordance between methods retrospectively and not in a timely manner. The observations have been reported to siemens to comply with australian regulations (tga). Customers in australia are required to report discordant results to their competent authority (tga) and notify the manufacturer and this may be done retrospectively in a summary manner. Per siemens¿ assay instructions for use (IFU), results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica tnih and istat troponin or other alternate methods for troponin will have similar results. The customer has declined to provide any additional information regarding patient diagnosis or treatment, and ultimate determinations regarding result indications. The customer also declined to provide any complaint materials and patient samples for siemens investigation. Therefore, siemens is unable to further investigate this issue. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.